Event description:
It was reported that the pt's skin flap was thinning progressively and appeared to be infected. Due to skin irritation, the surgeon instructed the pt not to wear the external equipment. The pt was treated with antibiotic cream (type unk) for one month. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.